Event description:
This is spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient developed bacterial peritonitis. Treatment, hospitalization status, and outcome was not reported. The root cause of the peritonitis was unknown. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.